Event description:
A us distributor reported that a patient's monitor and electrode belt were damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104/204) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. Device evaluation of electrode belt has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged monitor/belt.